Manufacturer narrative:
G4: premarket / 510(k): k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 3 seconds, the balloon ruptured near the middle of the balloon. The device was removed, and a pinhole was noted. The procedure was completed with another of the same device. There were no patient complications as a result of this event.